Event description:
A zoll distributor reported that a (B)(6) year old male patient developed a skin irritation underneath the front left ECG electrode. It was reported that the irritation was bruised and bloody, and the patient's wife had applied neosporin to the area. Additionally, it was reported that the patient had made an appointment with his infection control doctor. Follow-up indicates the patient had contacted his physician about the rash, and the rash had improved. It is unknown if the patient received medical intervention from his physician.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.